Event description:
Additional information reported patient has undergone surgery. Several granulomas of the lip have been removed.

Manufacturer narrative:
Clarification to e.1.: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 0.8 ml of juvéderm® volift¿ in the lips. Patient developed granuloma. Biopsy was not provided. Patient was treated with 6x hyalase and strong swelling cols compresses. Symptoms on going.